Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician relocated the ipg site from the back to the abdomen. The patient is doing well following the revision.